Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a vibratory alert, the patient presented with oversensing due to noise on the right ventricular (rv) lead resulting in therapy inhibition. Diagnostic imaging was performed and revealed no anomalies. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition.